Event description:
-It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer administered a correction injection using multiple daily injections (mdi) to address the high blood glucose level. Technical support provided instructions for resetting the pump, as this was the first time the issue occurred within 24 hours, and after resetting, the malfunction did not recur. The customer was informed to continue using the pump.